Event description:
Per the clinic, the patient experience pain around the implant side and a performance decrement with device use subsequent to sustaining a head trauma. The device was explanted on (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).